Event description:
The pt received a 2nd to 3rd degree burn, 2-3 cm in diameter to their left knee during the procedure. The return electrode pad was above the burn area on their left thigh. There was a metal towel clip holding the pencil cable to the surgical field. The biomedical engineer stated they found damage to the cord of the pencil, indicating it had been crimped and damaged by the towel clip. Pt was treated with silvadene ointment.